Event description:
A patient receiving electrical stimulation experienced a burning sensation due to increased intensity. The therapy was stopped after the patient complained and the therapist noted the power dial increasing and decreasing without anyone touching the unit. The unit was tested by biomedical services and found to be functioning within manufacturer's specifications. The unit was sent to the manufacturer for further testing.